Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the time switches and customer state that they running high because the timer was off. The customer¿s blood glucose was unknown time of incident. The customer state that the setting keeps missing up his reset setting. The insulin pump will not be returned for analysis.